Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed motor error twice and several no delivery. The customer was hospitalized for a high blood glucose level. There was a 911 call on (B)(6) 2016. The customer did not have time to bolus because his blood glucose level shot up very high. The customer was not wearing the insulin pump at the time of the 911 call. It was unknown how long the customer was off the insulin pump prior to the 911 call. The no delivery alarm was resolved with a complete set change. The customer was able to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.